Manufacturer narrative:
One opened and used sensor was inspected and cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the product being returned opened and used. The cannula was whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with her sensor, as the insulin pump kept alarming lost sensor. The sensor had been in for ten hours, the lost sensor alarm occurred after the initialization period. Troubleshooting was performed and it was determined the electrode was missing. Customer wasn't sure if the sensor broke off in her body or not. The electrode wasn't pulled up through the base. She stated the introducer needle was somewhat difficult to remove. Customer was advised to insert a new sensor, monitor the old site for signs of infections and reach out to her doctor. Customer blood glucose was unknown. Customer agreed to return the sensor for analysis.